Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
An event regarding damage involving an adm impactor was reported. The event was confirmed fracture occurred in multiple overloads, fracturing from the inside diameter out. No material or manufacturing defects were observed on the surfaces examined. All devices in the reported lot were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. This event was previously investigated and is currently under a CAPA investigation. It was determined that there is a design issue.

Event description:
It was reported that, during mdm surgery, when a surgeon was impacted mdm liner with the reported device, it broke.

Event description:
It was reported that, during mdm surgery, when a surgeon was impacted mdm liner with the reported device, it broke.